Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that insulin leaked into the cartridge chamber during and after a cartridge change, with visible leakage at the luer/adapter area or between the plunger and the glass wall, leading to faster-than-expected insulin usage; the patient and a clinical trainer performed a guided change using new supplies and a new box of cartridges, after which therapy was resumed without alerts or alarms. Symptoms included no reported adverse clinical effects and a blood glucose reading of 142 mg/dl. Outcomes included successful continuation of therapy after replacing the cartridge and supplies. Investigation included guided troubleshooting, procedural review of the cartridge fill process, cleaning of the cartridge chamber, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.